Event description:
Both catheters would not communicate with computer. Both seemed to be having sensor issues with the catheters. Both catheters were not showing any signals when connected to the cable, and they were removed at the time. A third catheter was functioned fine and had signals on the display. The procedure was completed smoothly and no injury to the patient. We have reported numerous of these catheters manufacturer response for bidirectional navigation catheter, nav st thermacool smarttouch (per site reporter): this is the 7th such catheter we have reported about this device. There has been no response from MFR.